Event description:
Customer reported the insulin pump alarmed button error. Customer did not know blood glucose level. Alarm and possible causes were explained to the customer. Customer reported he had the device in a bag and put it inside an ice chest, water got on the device, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.